Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using three perclose proglide devices. Reportedly, during suture retrieval of each device, when the needle plunger was removed, the suture broke. Although hemostasis was subsequently achieved, the method used was not specified. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide devices were filed under separate medwatch manufacturer reports.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. The plunger was still in the pre-deployed position and there was no slack present on the link. This is an indication that the lever was not deployed and the monofilament was still inside the device. Evidence of dried blood on the marker tube and foot pocket indicates that the device was inserted into the patient but was not deployed. Analysis of the device found no abnormal observation with the condition of the returned device that could have contributed to the reported experience. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. In addition, the customer returned six unused, sterile proglide devices for evaluation with the same part ((B)(4)) and lot number (21114j1), as the complaint device. Based on the visual inspection and functional testing of the returned devices, there is no indication of a product deficiency. All six devices were deployed with acceptable results and performed according to specifications. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.